Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the black diamond micro forceps instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have grip input disk completely broken into pieces inside the housing. The input disk component uses ultem or peek material that is insert-molded over a steel pin. The insert molding process creates residual stress in the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can cause cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can grow into larger cracks and may cause the input disk to break and detach from the instrument. The probable root cause is attributed to use and reprocessing conditions.

Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, the tips of the black diamond micro forceps instrument did not move properly. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the issue did occur with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer and while the surgeon was attempting to manipulate instruments from the surgeon console. The instrument moved non-intuitively. The movements of the surgeon scale did not appropriately to the instrument. It is unknown if the observed movement was greater or lesser than intended. The timing of instrument movement was not appropriate. It is unknown if there was any shakiness and/or friction experienced/observed, or if the instrument move in the intended direction. It is unknown if the issue was persistent or intermittent since the instrument was changed right after the issue. It is unknown what action was being taken and/or intended when the issue occurred. The customer changed to a backup instrument to resolve the issue. There was no injury to the patient. Patient information was not provided.